Manufacturer narrative:
No kinks were seen on the soft cannula. A leak test was performed, and no leaks were observed throughout the entire fluid path. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The device was returned with the cannula assembly fully deployed and the needle completely retracted. The exact cause of the cannula dislodging could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 23.9 mmol/l (430.2 mg/dl) leading to diabetic ketoacidosis (dka) without medial intervention, while wearing the pod between 24 and 36 hours on the abdomen. The patient noticed that the cannula had dislodged from the infusion site and was bent. A manual insulin injection using a pen was administered to treat the hyperglycemia along with bolus from the pod.